Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). This report involves an unknown baxter titanium adaptor should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by turbid drainage coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized for the peritonitis. On the same day, the patient started treatment with vancomycin ip (1 gram and frequency not reported) and amikacin ip (1 milligram and frequency not reported) for peritonitis. The cause of the peritonitis event was unknown. The patient was still hospitalized and recovering from the peritonitis. Extraneal and physioneal therapies were ongoing. No additional information is available. This is report 2 of 3.